Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that on (B)(6) 2025, a (B)(6)-year-old male patient with a past medical history of type 2 diabetes mellitus, chronic kidney disease, and coronary artery disease, status post percutaneous coronary intervention in 2024, as well as aortic stenosis status post transcatheter aortic valve replacement in (B)(6) 2024 using a medtronic valve, and a reported left ventricular ejection fraction of 20 percent, was taken to the cardiac catheterization laboratory for treatment of a non-st-elevation myocardial infarction. An impella device was prepared and inserted in accordance with united states food and drug administration safety warning guidelines given his transcatheter aortic valve replacement. The pump was started in automatic mode with initial flows of approximately 3.5 liters per minute. Shortly thereafter, device flow decreased to below 1 liter per minute and was accompanied by a spike in motor current. This was followed by intermittent increases in flow with saturated signal readings and fluctuating flow measurements. The decision was made to remove the device and replace it with a new impella cp pump. Following pump exchange, device support continued as expected. The patient was successfully weaned from impella support and the device was explanted on (B)(6) 2025.

Manufacturer narrative:
Additional information has been provided in b5 based on new additional information received.

Event description:
Additional information indicates that after the pump stopped it was removed and replaced. The device was sent back for investigation when the RMA box was received.